Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was attributed to fluid ingress. Our evaluation found internal foreign substance on the main board and lcd display. The main board and lcd display were replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" and was beeping. Complainant indicated that there was no patient involvement in the reported malfunction.